Event description:
The customer reported an alarm during the manual prime. The customer's blood glucose reading was 473 mg/dl. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to a loose drive support disk. Unable to perform the basic occlusion test and excessive no delivery test due to the alarm. The insulin pump passed the displacement test.